Event description:
It was reported that patient underwent right knee surgery on an unknown date in 1990. Revision procedure was performed on (B)(6) 2014 due to osteolysis. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - 1990 (exact date unknown).